Event description:
The customer reported via phone call that there was a display anomaly on the insulin pump. Customer also reported the insulin pump was hot against their skin. The customer noted the adhesive on the insulin pump was melted. It was also found the customer resolved the issue by detaching and suspending the insulin. Customer's blood glucose was 74 mg/dl. Customer stated they would monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.